Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and three similar complaints for this lot number were identified from the same customer.

Event description:
The account alleges that the peelaway sheath was difficult to tear making it difficult to use. No injury to the patient was reported.